Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was pt reported that they have been in the hospital because they are having episodes of their ride side of the body going numb. Pt stated it starts in the face and throat, right shoulder, arm, hand, leg, and foot. Pt stated they have ruled out a stoke. Pt stated they are close with a paralegal who attended a manufacturing session last week and discussed that the stimulator could cause these symptoms. Pt is wondering if the implant could be causing the episodes and symptoms and if implant could be "out of line". Agent asked - pt stated this started occurring about 6 weeks ago. Agent asked - pt stated this is happening while therapy is on and off. During the call, pt mentioned having readjustments with a manufacturing representative (rep) a few months ago.  Patient was redirected to their healthcare provider to further address the issue.